Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/08/2024.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.